Manufacturer narrative:
Add'l MFR. Narr.

Event description:
False negative test result. Report received regarding a 25 year old female patient who presented to her physician's office for a routine physical and pap smear in approximately march 2007. The patient was also being seen to start depo-provera (medroxyprogesterone acetate). A urine sample was collected, which tested negative for pregnancy on the acceava hag basic test kit. The result was negative at 5 minutes, and at 10 minutes when rechecked. The depo-provera shot was administered, based on the negative hcg test. Approximately one hour after the initial testing, the acceava basic hcg test strip was rechecked, and was noted to "look positive". The same urine sample was re-tested on another brand of qualitative hcg test, and was reported to be "immediately positive". The urine was re-tested using the acceava basic hcg test, and was reported to be "extremely weak positive". Quantitative hcg testing was performed on a serum sample, and resulted in 88 miu. The physician determined the patient was one to two weeks pregnant; last menstrual period was in 2007. The pt was notified of the positive quantitative hcg test, and subsequently had an elective abortion on approximately, sixteen days later. Manufacturer's comments: according to the reporting site, the site was performed according to instructions included in the package insert; external and internal controls resulted as expected. Testing was performed by the manufacturer on retained devices of the same lot as the complaint and on returned lots from the site. All devices resulted as expected, and met test release specifications on control samples tested. Patient sample was not provided for evaluation, therefore, it cannot be definitively determined if the complaint is sample, product or user related. Due to the single-use nature of the device, genzyme cannot rule out the possibility that the actual device may have malfunctioned. If this complaint were to recur, there my be a potential for unk and possibly serious risk to the fetus. As stated in the package insert: a negative test may result from a very early pregnancy with low levels of hcg or a urine specimen which is too diluted; if pregnancy is still suspected, the test should be repeated on a fresh specimen after two days.